Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the left arm on (B)(6) 2016. The reaction was located on the left arm and was described as a pink bumpy rash with raw skin. On (B)(6) 2017, patient's mother took the patient to a regularly scheduled doctor's appointment where she discussed previous skin reaction that was experienced in (B)(6). The doctor prescribed triamcinolone acetonide ointment to use for treatment on the affected areas. There was no report of any new skin reaction happening in (B)(6). At the time of contact, the patient was still experiencing skin reaction to the adhesive patch. No additional event or patient information was provided. Photographs were provided by the patient's mother and reviewed for evaluation on (B)(6) 2017. Complaint for a skin reaction was confirmed. The root cause could not be determined, post investigation. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The reaction was located on the buttocks and was described as a pink bumpy rash with raw skin. . Affected area was treated with triamcinolone acetonide that was prescribed on (B)(6) 2016, for a previous skin reaction. At the time of contact, the patient was still experiencing skin reaction to the adhesive patch. No additional event or patient information was provided. Photographs were provided by the patient's mother and reviewed for evaluation on 01/17/2017. Complaint for a skin reaction was confirmed. The root cause could not be determined, post investigation.